Event description:
Same case as 2134265-2013-00887. It was reported that during device preparation for a rotational atherectomy procedure, a wire fracture occurred. The lesion was 90% stenotic with moderate tortuosity. Successful completion of rotational atherectomy with a 1.5 mm rotalink plus burr catheter over a rotawire guide wire was performed. The 1.5 mm rotlink plus was removed and a 2.0 mm rotalink plus catheter was loaded on the guide wire. During the platform testing, the rotawire guide wire was fractured, and then removed from the body. A new rotawire guide wire was advanced across the lesion, but the same 2.0 mm rotalink plus burr was unable to be loaded onto the guide wire. A 1.75 mm rotalink plus was then advanced across the guide wire to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: initial examination of the complaint plus unit shows that the returned rotablator plus was connected together on the return of the device back for analysis. A tug test and a connect/disconnect test were performed and met specification. An attempt was made to wire guide the burr unit using a control guide wire. Resistance was met in the annulus of the burr. The burr was microscopically examined and found the burr annulus was misshapen. A scratch test was performed and confirmed that the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states, "never advance the rotating burr to the point of contact with the guide wire spring tip." (B)(4).